Event description:
It was reported that the right atrial (ra) lead was dislodged due to twiddler¿s syndrome. Lead dislodgement was confirmed via fluoroscopy. The right atrial (ra) lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies found.